Event description:
Pt has had multiple surgical interventions, including left breast lumpectomy for cancer and subsequent insertion of saline implants bilateral breasts. The pt noted in early 2001 a sudden loss of volume to the right breast. The pt elected for removal and reinsertion of right deflated implant. Implants implanted in an unknown institution.